Event description:
This device was explanted because there was lack of slack and integrity of fixation could not be trusted because the other lead was explanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.